Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received stuck button alarm. The customer¿s blood glucose level was 95 mg/dl. The customer's other blood glucose level was 120 mg/dl. Customer assisted with the troubleshooting. Customer stated that the buttons of insulin pump were not working. The customer was advised that the insulin pump needed to be replaced and revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the self test and displacement test. All buttons functioning properly. No damage to the keypad assembly and the keypad connector on electrical board was locked properly during visual inspection. (B)(4).